Manufacturer narrative:
Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available.. Log file analysis review date: (B)(6) 2016, dated through (B)(6) 2016: normal power consumption with intermittent suction. Additional notes: 13 low flow alarms have been logged since (B)(6) 2016, 2 vad disconnect alarms have been logged on one controller on (B)(6) 2018 and 2 more on another controller the same day. Rise in power consumption as been logged starting (B)(6) 2015 to a peak of 508w on (B)(6) 2016 outside of normal operation. Waveforms then indicate a decrease in power consumption and estimated flow starting on (B)(6) 2016. Current parameters are within normal operation. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient came to hospital on (B)(6) 2016 because of blood in urines. On (B)(6) 2016, hospital tried a thrombolysis without success. Hemolysis was noted on blood testing. Inr of the patient was 2.4 just before the event. The patient received lysis 20 mg. Pump exchanged on (B)(6) 2016. The patient is stable post-surgery. As of (B)(6) 2016, the patient is still in the hospital and reportedly is "okay". It was noted that the pump will not be returned. No further information has been provided. Investigation is ongoing.